Event description:
The hospital rep reported a fail code 812:02, which occurred during set up. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.